Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 12 mar 2021 were reviewed. On (B)(6) 2014, the patient had a right total knee arthroplasty, single hamstring tendon lengthening, semimembranosus, for flexion contracture to address degenerative arthritis, varus deformity, and flexion contracture. Depuy components, including depuy patella and depuy cement x2 were used during this procedure. On (B)(6) 2019, the patient had a right revision, extensive for compartment synovectomy right knee, excision of cysts, and scar revision to address mechanical complication loosening , profound synovitis, massive cysts, debonding of the tibial tray from cement, and thickened scar tissue. Depuy components were used during this procedure, including competitor cement. During the procedure the surgeon observed cement debris. The patella was not revised. Doi: (B)(6) 2014. Dor: (B)(6) 2019 (right knee).